Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support to report that they have no monopolar energy as previously reported the day prior under related MFR 2955842-2025-00041. The customer had replaced the instrument, instrument cable, and grounding pad with no change. The technical support engineer (tse) reviewed the logs and identified multiple c-34 errors. The tse recommended the customer power cycle the erbe integrated electrosurgical unit (iesu), however, the customer advised they had already attempted power cycling. The tse explained that the erbe iesu would need to be replaced and suggested using a covidien force triad generator as a back-up. The customer advised they would investigate and see if a back-up generator and cable were available. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and upon visual inspection there were no issues found that would be related to the reported event. Fa was able to reproduce the reported complaint during in-house testing. The iesu was tested using system and upon powering on the unit, error c-34 displayed. The probable root cause is attributed to an issue with the iesu generator. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted issue was identified when ports were placed and system functionality checked upon powering on the system. The system initially powered on without errors. The procedure completed robotically and changed at a later date.

Event description:
Refer to h11 for follow-up information.